Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was 696mg/dl. It was stated that two days prior to her admission, the customer got into the pool with the insulin pump. The customer woke up in the middle of the night thirsty and was urinating frequently. The customer also vomited twice, and then she went to the hospital. It was stated that the customer was experiencing unexplained high glucose for the past two days. The customer's most recent glucose reading was 360mg/dl, and she has treated with the insulin pump. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime and high pressure test and the tests passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.